Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during an upgrade procedure to a biventricular implantable cardioverter defibrillator. After positioning the left ventricular lead, the physician noted the lead dislodged upon slitting the sheath. The physician exchanged the lead during the same procedure on (B)(6) 2019. The patient was in stable condition.